Manufacturer narrative:
Review of the pump data logs on (B)(6) 2017 showed that a bolus request of 8.57 units had been programmed and delivered by the customer approximately three hours prior to the hospitalization that was reported. Multiple attempts were made to contact the customer; however, the customer was unable to be reached.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer's health care provider (hcp) that the customer was admitted into the hospital. Reportedly, the customer did not request a bolus on (B)(6) 2017; however, the pump bolus history showed a bolus request of 8.5 units had been requested and delivered on (B)(6) 2017. The customer's blood glucose (bg) level was in the 50's (mg/dl) when the customer was admitted into the hospital, and at the time of the call, the hcp reported the customer's bg level was 71 mg/dl. Multiple attempts were made by tandem technical support to follow up with customer; however, no additional information was provided on the reported event.